Manufacturer narrative:
The device is returned and an evaluation completed for it. Upon inspection and testing, it was observed that the coating of the connecting tube was peeled 1 millimeter square or more. This is attributed to deterioration. Other observations for the device are water tightness is lost due to pinhole in distal end rubber coating (a-rubber). Adhesive on a-rubber is detached. The user¿s complaint of leakage was confirmed. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Customer returned the device for evaluation and repair of a leakage issue found during reprocessing. There is no patient involvement and no harm reported to any patient. Upon evaluation of the returned device, it was observed that the coating of the connecting tube was peeled 1 millimeter square or more. This medwatch is being submitted for the reportable issue of the connecting tube coating being peeled 1 millimeter square or more, as observed during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct e2, e3, and g2. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the event was caused by handling. Olympus will continue to monitor field performance for this device.